Manufacturer narrative:
Upon investigation, it was determined that there was a micro processor that was damaged during shipping and as a result would not function. Since the time of the event, cu has replaced these components with more robust microprocessors.

Event description:
Customer states, high failure rate of micro-processor into system 83-2 was not functioning properly and may have compromised the device's ability to perform its intended function. There was no adverse effect on the pt.